Event description:
In 2016, it was reported lateral knee pain at the 3 months follow-up visit. Patient reports that pain onset began after a strenuous pkt session. Follow up in 2018, status of the patient reports persistent, mild lateral knee pain during walking and stair climbing.